Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that they were unsure if they press a button down for 3 minutes or longer and the battery cap was broken. The customer stated that the retainer ring had crack and reservoir did not lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.